Event description:
Reportedly, per the cer the patient had (thromboembolism) hemiparesis left side due to media-stroke. Date of implant was in 2008. Date of event was 2 days later. Following an intraoperative course (dual coronary bypass surgery, biological aortic valve replacement and surgical reduction of the ascending aorta) without complications, the patient was transferred to the general surgical ICU for postoperative ventilation and stabilization of circulation. On the 2nd day post-op, pt experienced hemiparesis on the left side. Cct excluded bleeding; however, infarction of the middle cerebral artery was diagnosed. This was clinically verified by neuro consult and through neuro-radiological procedures. Pt received platelet aggregation inhibitor as well as low-dose heparin (fraxiparin 0.4 ml 2x1 subcutaneously). Anti-hypertensive medications were reduced. Device remains implanted.

Event description:
Spontaneous balloon rupture, date of failure unknown by perfusionist as reported to sales rep.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device remains implanted. Device not returned.DHR review has been started. This was determined reportable per edwards lifesciences procedures.